Event description:
The dealer states that the back has cracked on the device. The dealer states that the tabs on the back that keep the chair from lowering too far is what has broken.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.